Event description:
It was reported to philips that the device displayed the etco2 calibration overdue error message. The customer attempted to calibrate the etco2 and was unable to successfully calibrate. There was no reported patient involvement/adverse patient impact.